Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. The customer reported the device was not running. The repair technician reported the device failed the rotation test and the speed test. ¿motor failure¿ is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit and all applicable components. This item was repaired, passed synthes final inspection and was returned to the customer on (B)(4) 2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot no: 005234: a service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2013 due to motor failure. The customer called in a service request for this item on (B)(4) 2015 and reported that the device is inoperable-won't turn off. The previous service condition of motor failure is relevant to the current complained issue of device is inoperable-won't turn off. The manufacture date of this item is 02july2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: gxl. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for the battery powered driver malfunctioned. It was reported that during routine testing it was discovered that the hand piece keeps running. The issue was discovered during testing outside the operating room (or) and did not occur during surgery. There was no patient involvement. This is report 1 of 1 for (B)(4).